Manufacturer narrative:
A field service engineer (fse) was at customer site to address the reported event. The fse was able to confirm the error by reviewing the error log. The fse replaced the washing probe assembly, ran a daily check, and quality control (qc). The instrument performed as expected, however the customer called back with a leak sensor issue. The fse was able to reproduce the problem by priming the wash. The issue was resolved by correcting the loose tubing at the wash heater. The instrument was validated by running qc. The qc results passed and were within published ranges. No further action required by field service. The aia-900 instrument is functioning as expected. A 13-month complaint history review and service history review for similar complaints was performed for the serial number (B)(4) from (B)(6) 2018 through aware date (B)(6) 2019. There were no other similar complaints identified during the review period. The aia-900 operator's manual under section 12 flags and error messages states the following: 3004 - liquid leak detected cause: the drain sensor s172 detected liquid. In this case, measurement will be paused. Action: please contact tosoh local representatives. If there is no liquid leakage, check s172. The probable cause of the reported event was due to failure of the bf washing probe assembly and lose wash heater tubing.

Event description:
A customer reported that the b/f wash probe 1 tip will not stay attached and error message 3004 drain sensor s172 detected liquid on the aia-900 instrument. A technical support specialist (tss) had the customer dry out the drain. The customer stated that they were still having leak detection errors. Fse dispatched. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of follicle stimulating hormone (fsh) patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.